Event description:
The operator attempted closure of the arteriotomy with the closer tsl 6 fr. Device. Poor marking was noted, and the operator advanced the device somewhat to achieve better marking. The closer was deployed and the knot was formed and lowered down to the arteriotomy. As there was some oozing, manual compression was applied for 20 minutes. The pt was sent to the floor and placed on bedrest for 6 hours. As the pt ambulated, it was noted that leg pulses were absent. The pt was taken to surgery. The vascular surgeon noted that the knot was tied approximately 3 cm above the arteriotomy and a small flap of artery was tied to itself. The surgeon was unable to untie the knot. He then proceeded to harvest a vein to bypass the area. The pt had recovered without further incident.